Manufacturer narrative:
Visual analysis was performed on the returned product. The reported torn filtration element was confirmed. Lot history record (lhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The investigation determined that the tear in the filtration element is likely due to circumstances of the procedure. There was no damage noted to the filter prior to use, indicating that the damage was not pre-existing. It is likely that the damage to the filter occurred due to interaction with associated devices and/or the xact stent system during deployment. There is no indication of a product quality issue with respect to the design, manufacture, or labeling.

Event description:
It was reported that the procedure was performed to treat a moderately calcified and tortuous lesion in the internal carotid artery. After the xact stent was successfully deployed, the emboshield nav 6 embolic protection system (eps) filtration element was noted to be torn. The filtration element was retracted into the retrieval catheter and removed from the patient. There no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.